Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: the a&e coordinator complains about the lack of vacuum with regard to product codes 366567 lot:1336509 and 368270 lot1350539.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred once. The following information was provided by the initial reporter. The customer stated: the a&e coordinator complains about the lack of vacuum with regard to product codes 366567 lot:1336509 and 368270 lot1350539.

Manufacturer narrative:
H.6. Investigation summary: "material #: 366567. Lot/batch #: 1336509. Bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing, each draw-tested with deionized water, and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.